Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When investigation is completed, a follow-up report will be sent to the FDA by (B)(4) 2011.

Event description:
The customer reported that the feedback on collimator dose measurement device hardware / mechanics is not working and there is no recording of the x-ray being delivered to the patient.